Event description:
A biomedical engineer reported a system message was displayed during a three hour case. Additional info indicated the system was switched out and the case was completed. There was no pt impact, delay, or cancellations reported.

Manufacturer narrative:
A company sales representative reported the unit has been sent back to the manufacturer as the reported error occurred with a demo unit that was on site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).